Manufacturer narrative:
The actual device was evaluated onsite by the customer at which time basic performance testing was performed. The device was stated to have been operating normally. No onsite response was requested or provided by philips. The customer gathered log files and strips and submitted then to the solutions center for further review. The information indicates that the patient experienced a vfib/tach event for which a red alarm was provided at 4:03:29. ECG data was lost between 4:04 and 4:07 likely due to the patient losing ECG electrode contact when the patient fell face down. This is based on the "I" for inop indicators on strips, and the absence of ECG related wave or numeric data during the stated timeframe. The silence button was activated at 4:06:13 at the central. Monitoring is noted to have resumed by 4:07:08 with another vfib/tach alarm provided at 4:07:08. Based on the indication by the customer that the device was operating normally after the incident and the review of the provided data, no malfunction is supported. The log files and strips were reviewed and information has been provided to the customer regarding findings. The device remains at the customer site. The information is not consistent with a malfunction of the product.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a patient monitored on an mx40 monitor had a vtach event that was seen on the central monitor but for which no alarm sound occurred. A delayed response to a patient occurred and the patient expired.